Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.

Event description:
The customer reported that the rotator broke during injection. No harm or injury was reported.